Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The failure to advance, difficult to position and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, it should be noted the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Additionally, the IFU states: should unusual resistance be felt at any time when withdrawing the stent towards the guiding catheter, the stent delivery system and the guide catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The device evaluation has not yet been completed. A follow up report will be submitted with all relevant information. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during the procedure to treat a heavily calcified, 80% stenosed lesion in the mildly tortuous mid left anterior descending (lad) coronary artery, with a smaller 1.5x20 non-abbott balloon positioned in the left circumflex (lcx) coronary artery for side branch protection, pre-dilatation was performed using a 3.0x20mm mini trek balloon catheter. A 3.5x48 xience xpedition drug-eluting stent (des) system was advanced, but resistance was felt against patient anatomy and against the 1.5x20 balloon placed in the lcx, and the xpedition was unable to cross the lesion. The xpedition system was withdrawn from the anatomy with resistance felt against the 1.5x20 balloon and force applied against the resistance, and additional pre-dilatation was performed using the mini trek balloon. The xpedition was re-advanced, but was still unable to cross the lesion and was withdrawn again. A 3.5x40mm non-abbott des was able to smoothly cross the lesion and was deployed, successfully treating the lesion. Post procedure lesion stenosis was 20%. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.